Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system and passed the seal and cut, recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs during testing. There is moderate amount of debris on the knife track. The instrument was fully functional. Additionally, the instrument failed recognition based on log review. The instrument was placed and driven on an in-house system and passed recognition, cut and seal and engagement but failure code 282 was reported in the log.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer would not seal and would stick to tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer would not seal at all. Insufficient sealing was involved. The cut function worked but not sealed as expected. No other issues involved with the vessel sealer. No errors occurred. There was no audible signal during the sealing sequence when the pedal was pressed. The seal cycle did not complete with the three fast audible tones as expected. No tissue effect was observed during the sealing cycle. No tissue was ever cut that was not fully sealed. Unknown what the target tissue was. No bleeding was observed. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.